Event description:
The pt was fit with acuvue advance contact lenses in 2005. The pt returned to the eye care professional (ecp) again on the following month to report that following 5 days of daily wear the lenses were discarded due to disconfort. The ecp was not available on that day to examine the pt's eyes. The pt returned to the ecp's office 3 days later for an examination and the pt reported that the ecp saw no eye problems, there was no eye dryness and the lenses the pt was wearing appeared clean. The pt reported that 4 days later " I felt a burning and discomfort in the eyes, I immediately stopped using the lenses and immediately went for an eye examination at an eye doctor." The letter indicated an eye doctor examined the pt and the pt was found to have an "eye infection" and contact lens wear was discontinued. The pt indicated that as of the date of the letter. Six days later, the pt was receiving "medication treatment for the infecton." No additional information is available.

Event description:
This event was initially submitted as a MDR due to the pt's report that she had an ocular infection. In 2006 co receivd a letter from the pt's eye care professional indicating the following. The pt had an eye exam in 2005 and the pt was found to have pinguoculitis in both eyes. The pt was given a prescription of dexamycin eye drops. Ocular conditions such as dry eye or allergies may cause irritation leading to pingueculitis and in some cases contact lenses can be an irritant. Pingueculitis is not considered to be a serious adverse event.